Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the causes isolated to a power unit failure and igniter failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that lamp did not light. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and the faulty igniter parts were determined to have likely caused the phenomenon. However, the cause of the faulty igniter parts could not be identified. Replacing with the spare igniter resolved the phenomenon. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ ¿6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. (Xenon lamp maj-1817).¿ ¿8.2 troubleshooting guide. The examination lamp does not ignite. The examination lamp has not been ignited yet. Press the lamp button. The examination lamp is not installed. The examination lamp is not installed correctly. The examination lamp is broken. The examination light is off. Replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿¿. Olympus will continue to monitor field performance for this device.